Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and possible infection. The blood glucose reading was 321mg/dl. The customer was experiencing unexplained high glucose for the past month. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that the infusion set was changed ro resolve the issue. The programming on the insulin pump was correct. The customer mentioned having a broken belt clip and issues with the quick serter device. Advised the customer to program the replacement of the insulin pump upon its arrival. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 1 of 3. Mfg. Report 2 of 3, medwatch report # 2032227-2011-03098, mfg. Report 2 of 3 medwatch report # 2032227-2011-03099.